Event description:
Event description guidant received information that this boxed cardiac resynchronization therapy defibrillator's (crt-d) charge time increased after manuals capacitor reforms. The device was not cold. The device initially recovered, however later when tested the voltage had dropped. It will be returned for analysis.